Event description:
On (B)(6) 2013, patient contacted animas, alleging that the ¿up arrow¿ and ¿down arrow¿ buttons are responding intermittently. Patient stated that there is no damage to the keypad. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/21/2013 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. A battery compartment crack was found extending from the threads to case seal. Evaluation revealed that the contrast and down arrow keypad buttons were intermittently responsive. There was evidence of keypad contamination found under up arrow, down arrow, and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.